Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-21, information was received from a healthcare provider (hcp) regarding an unknown patient who was receiving baclofen (dose, concentration and lot number unknown) via an implantable pump for an unknown indication. On an unknown date, " a couple of years ago" (approximately (B)(6) 2011), the patient experienced gradual withdrawal from baclofen due to an empty pump. The withdrawal symptoms included "tighter, spastic, tremors and seizures." The cause of the empty pump was the patient had been transferred from one facility to another and the "ball was dropped" with refilling the pump. No further information was able to be obtained.